Event description:
Device 2 of 2. Reference MFR report# : 1627487-2014-02759. The patient is implanted with two scs systems. It is undetermined which system is related to the reported issue. All possible devices are being reported. It was reported the patient's scs charger will not locate the ipg. A replacement charger sent to the patient did not resolve the issue. A sjm rep met with the patient and was not able to communicate with the patient's ipg and multiple chargers. Surgical intervention to revise the patient's scs ipg pocket is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.